Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements which has been occurring over the past year. No capture and oversensing were also noted. The issue was not known as the patient has been lost to follow up. Scientific technical services (ts) believes the lead is fractured. The patient is not pacemaker dependent and there are no plans to address the issue at this time. There were no adverse patient effects reported.